Event description:
The customer reported being hospitalized due to low blood glucose of 27mg/dl. The customer stated that she saw the glucose monitor trending down, took glucose tablets, and then she passed out. The customer believes that she overcorrected her glucose of 440mg/dl and disregarded the active insulin she had on board. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.